Event description:
The customer reports administering novorapid and eating 3 "b.e." Based on a result of 122 mg/dl obtained on the aviva expert system. 15 minutes later the customer became dazed, trembled, and had vision problems. Her husband gave her coke and "jubin glucose". After 15-20 minutes the customer's low blood glucose symptoms improved. She ate something and her husband performed a measurement and now the result was 38 mg/dl. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6).